Manufacturer narrative:
(B)(4). Additional narrative: per the customer, this device is not available for evaluation. Therefore, the results of evaluation could not be completed and the reported condition could not be confirmed. Should the device and/or any additional information become available, a follow-up report will be submitted. A batch review was conducted which found no nonconformances.

Event description:
Baxter (B)(6) received a report that one (1) infusor device ruptured during patient use. The device was filled with tazocin. There was patient involvement. No patient injury or medical intervention. A sample is not available. No additional information.